Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that prior to a stenting treatment procedure, a shaft kink occurred. As the 2.0 x 20 mm apex balloon was opened and prepped for use the physician noted a kink in the catheter shaft. The procedure was completed with another 2.0 x 20 mm apex balloon. No patient complications were reported and the patient status is good. However, returned device analysis revealed a balloon tear.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - a visual examination identified a longitudinal balloon tear stretching from the mid balloon body to the proximal balloon sleeve. No other issues were noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).